Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that insulin leakage occurred during a supply change when the tubing was not fully twisted and connected to the luer adapter on the ilet, and the user observed fluid while the device was lying on a table; after disconnecting and inspecting the supplies, the user reconnected components and was advised to dry the device without inserting objects into the chamber before completing a full supply change. Symptoms included no reported changes in blood glucose. Outcomes included no medical intervention, no alarms, and resolution after user education and corrective handling. Investigation included troubleshooting over the phone with education on proper connector engagement and supply change technique. Investigation of this case revealed an incomplete connection at the luer interface as the likely source of leakage, consistent with a user assembly issue of the connector and cartridge pathway. It was concluded, based on previously established findings for similar reports, that the cause was user-related improper connection during setup.